Manufacturer narrative:
This is to correct the b4 date provided in previous report 1818910-2016-12123. This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During trial reduction, the trial head in question chipped off. The surgeon found the shaved plastic piece in the joint and removed it.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed small pieces were shaved off the trial ball. Damage to the polymeric material of the femoral head trial is consistent with contact between the trial and a hard material with a relatively flat edge. It is unlikely this damage was due to contact with porous coating, based on the markings on the trial and the fragments evaluated. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.